Manufacturer narrative:
This product remains implanted and therefore has not been returned to boston scientific for physical analysis. Investigation of the available information/data determined the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of greater than 125 ohms. Technical services (ts) was consulted, noting shock impedance seems to show an increase over the past months. The current 28-day average is still below 150 ohms (around 110 ohms). As such, ts recommended continue monitoring via the latitude remote patient monitoring system. Additionally, ts mentioned increasing the upper limit for shock impedance can considered to be set to 150 ohms at the next in-clinic visit. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of greater than 125 ohms. Technical services (ts) was consulted, noting shock impedance seems to show an increase over the past months. The current 28-day average is still below 150 ohms (around 110 ohms). As such, ts recommended continue monitoring via the latitude remote patient monitoring system. Additionally, ts mentioned increasing the upper limit for shock impedance can considered to be set to 150 ohms at the next in-clinic visit. No adverse patient effects were reported. This lead remains in service.